Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement lid and battery to resolve the reported issue. The device was not returned for evaluation. The cause of the reported issue could not be determined.